Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the memobag was used in a total hysterectomy. When the user put the tissue into the bag and attempted to take it out, the bag got torn. Therefore, the bag was removed and replaced with a new one to complete the procedure. No injury to the patient was reported". Additional information states that nothing fell/remained in the patient. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the defective sample was examined, and it is evident that the bag is leaky. One hold/rupture was found in the bottom part of the memobag. The foil is stretched and thinned at place of rupture. The closure wire is not deformed. Both eyes of closure wire are not damaged by excessive force. The reported defect can be confirmed. One hole/rupture was found at the bottom part of the memo bag. The thickness of foil creating the bag was measured in random 5 points on the defective sample. At 3 points, it was measured as out of specs. The thickness of foil creating the bag was measured within incoming inspection in 20 points. Because of unavailable lot number, there is not possible to track exact lot of foil. Thickness measured very close to rupture does not comply with specification. It is cause by usage of excessive force in rupture area. The root cause of this complaint was determined as unintentional user error related. The defect was caused by use of excessive force within bag retrieval or using instruments with high temperature for removing tissues. Due to this the foil got stretched (visible around hole) which led to the rupture of the bag. Remaining parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined unintentional user error related, no corrective/preventative actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the memobag was used in a total hysterectomy. When the user put the tissue into the bag and attempted to take it out, the bag got torn. Therefore, the bag was removed and replaced with a new one to complete the procedure. No injury to the patient was reported". Additional information states that nothing fell/remained in the patient. No patient harm or injury. The patient status is reported as "fine".